Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic liver resection, during the processing of the glisson system, there was poor staple formation. The staples blasted and there was bleeding. Seam was added to the staple line through suturing to fix the issue. The surgery was extended for 30 minutes.